Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump received with missing end cap sticker, stained address serial number label, cracked case at display window corner, battery tube threads, reservoir tube lip and minor scratched display window.

Event description:
Customer reports to have low blood glucose of 63 mg/dl, which was treated with glucose tablets. Troubleshooting was performed on insulin pump to determine reason for low blood glucose. After troubleshooting, customer was advised to monitor insulin pump should issues persist. Customer also states that numbers are starting to fade. Insulin pump would be replaced due to customer's request. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.